Event description:
Longevity estimation fluctuation seen in the rv output/rv capture management, which has been measuring from 0.75 to 2.375v. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).